Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during surgeon was performing an isolated pancreatic body and tail vein procedure when he or she noticed that after the device was fired, the stitch molding was not complete and there was heavy bleeding (two minutes bleeding 300-400cc) at the vein. The surgeon changed laparoscopic to open surgery. No other adverse events reported.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one loading unit. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil clamping mechanism was deformed and the knife bar assembly was buckled. The loading unit was loaded into a post market vigilance instrument for functional testing. The loading unit anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending device investigation conclusion.